Event description:
Customer says the tip was cut off and customer didn't know it until customer inserted it. Customer states customer bled for 24 hours and is ok now. The customer did not seek medical assistance.